Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the physician that the attempted right atrial (ra) lead was exhibiting helix extension issues. The lead was removed and a different lead was successfully implanted. No patient complications have been reported as a result of this event.